Manufacturer narrative:
Thermirf generator was evaluated on july 19, 2017. All parameters were in calibration and generator testing found no failure. The thermal camera is route for evaluation. This adverse event was previously reported by dr. (B)(6) to the FDA (reference FDA prp report number: mw5070816).

Event description:
Dr.(B)(6) sent an email communication to thermi on june 8, 2017 in regards to a thermitight procedure completed on the patient submental region. The doctor indicated the patient received second degree burns, which the doctor is monitoring and providing treatment.